Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l groshong catheter and separate two-piece connector. The catheter was returned detached from the assembled two-piece connector. The catheter contained blood products throughout. No remaining segments of catheter were seen within the connector assembly. Microscopic examination of the proximal catheter end showed that it contained striation patterns consistent with a cut end and tactile evaluation revealed extreme tensile strength weakness between the 45cm and 46cm depth markings. Some lesser strength loss was noticed between the 46cm depth marking and proximal catheter end. The two-piece connector assembly was disassembled in order to inspect the condition of the compression sleeve. Once disassembled, the compression sleeve was found to be locked in place as intended. The extreme tensile strength loss was indicative of a tensile (pull) event which caused the catheter to separate from the connector assembly. The location of damage suggests that the catheter was pulled between the connector and a location near the proximal end of the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility to medicon that about 14 days after the catheter was placed, the locksleeve and the catheter were dislodged and medicine leaked. The catheter and the locksleeve were covered by the dressing. The facility was wondering if there was any anomaly in the strength or the radius size of the catheter. No patient injury was reported.